Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon inspection, it was observed that the balloon shaft was kinked near the handle due to packaging and under the strain relief, next to the y-connector. Some difficulty was encountered during balloon inflation/deflation due to the kinks, but it was able to be performed within specification. Due to the nature of this complaint, no applicable dimensional testing was performed. The complaint for inflation and deflation difficulty was confirmed based on evaluation of the returned device. In this case, functional testing was performed as part of the returned device evaluation, in which the balloon was able to be inflated and deflated in under 20 seconds, which met specifications. No visible damage and/or abnormalities were observed on the stopcock and inflation syringe. Furthermore, no issues or abnormalities were reported during delivery system preparation and de-airing step. Therefore, it is unlikely that a manufacturing non-conformance would have contributed to the reported event. Per evaluation of the returned device, a kink was observed in the balloon shaft under the strain relief, next to the y-connector. It is possible that the system was excessively manipulated/torqued during the procedure, compromising the integrity of the components involved in the fluid path (e.g. Balloon shaft), which could have constrained the fluid pathway during balloon deflation and contributed to the reported slow deflation of the balloon. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported event. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a 26mm sapien 3 ultra resilia valve implant procedure in aortic position by right transfemoral approach. During procedure, the valve was successfully deployed in the intended location, and no complications related to valve positioning were noted. However, an issue occurred with the commander delivery system during balloon deflation as it did not fully deflate after valve implantation. The balloon remained partially inflated, approximately half inflated, after initial deflation attempts. A syringe was subsequently used to withdraw the remaining contents of the balloon, allowing safe removal of the delivery system. No damage was observed to the delivery system or sheath before or after removal, and there were no withdrawal difficulties. The patient remained in stable condition following the procedure, and no injury was reported. The perceived root cause of the event is unknown at this time.